Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 421 mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No add'l info was provided.

Manufacturer narrative:
The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm or rewind anomaly noted. The motor was tested outside the device and passed motor test. The device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.